Manufacturer narrative:
Although the malfunctioning device will not be returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA.

Event description:
Longline (peripherally inserted central catheter (PICC)) in the leg needed to be removed. It was stuck after the nurse pulled 10-15 cm. The doctor took over, the longline broke at skin level and went into the insertion channel. There was no hard pulling, but it broke almost as the doctor tried to get a proper grip. The longline was surgically removed in connection with previously planned heart surgery. Product was in use for 3 weeks. Medicine administrated via the product: prostivas. The physician spoken to was sure it was not a faulty product.

Event description:
Longline (peripherally inserted central catheter (PICC)) in the leg needed to be removed. It was stuck after the nurse pulled 10-15 cm. The doctor took over, the longline broke at skin level and went into the insertion channel. There was no hard pulling, but it broke almost as the doctor tried to get a proper grip. The longline was surgically removed in connection with previously planned heart surgery. Product was in use for 3 weeks. Medicine administrated via the product: prostivas. The physisian spoken to was sure it was not a faulty product.

Manufacturer narrative:
Since we neither received the faulty sample nor an image showing the defect, no investigation of the sample is possible. We know from the past that catheter tubes can snap off when removing the 1 french and 2 french catheters. Since the catheter was in place for 3 weeks, fibrin accumulation due to a patient reaction would be conceivable. This can occur in very rare occasions and can have various reasons: allergic patient reaction to latex if latex gloves (even unpowdered ones) are worn during insertion. Allergic patient reaction to pur (in very rare occasions) poor/unfavourable catheter placement, so that the intima is irritated by catheter movements. The presence of hospital bacteria (on the catheter tip) in case of recurrence the catheter tip should be examined in the laboratory. Furthermore, it is also conceivable that the catheter was accidentally pre-damaged by the customer (e.g. By a burst due to the use of too small syringes or mechanical damage (needle, forceps, stylet) during placement) and then completely snapped off under tensile load. If any difficulties occur when removing a catheter, excessive tensile force should not be applied and the removal should be stopped first. It is helpful to examine the catheter path with ultrasound to analyse the reason for the blockage when removing the catheter. A warm compress over the catheter path stimulates vasodilatation. Gentle mobilisation of the veins on the surface of the skin can be helpful. Catheter removal should be attempted again at a later appointment if it is still unsuccessful. Lastly, the protocol of the respective hospital for difficult catheter removal must be followed. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter/set components are randomly checked. Incoming goods inspections and two 100 % visual tests after packaging are carried out. We have eight further complaints for batch 050224gt and three further complaints regarding a catheter tube which snapped off during removal process on code 1261.307 within the last three years. This query relates to all complaints that have come to our attention worldwide. No further corrective action initiated by quality management as, due to the missing sample, no root cause analysis can be made. However, a product-related fault is highly unlikely in this case and has also been ruled out by the customer.